Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was frozen. There was no reported impact to customer's blood glucose level. The customer performed a pump reset and insulin delivery was resumed successfully.